Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the insulin gauge decreased to an inaccurate fill estimate of 80 units. Reportedly, the cartridge was filled with around 250 units of insulin. There was no reported adverse impact to the customer's blood glucose. Although requested, the customer declined to load a new cartridge or perform troubleshooting with tandem technical support. Multiple attempts were made by tandem technical support to follow up with the customer; however all were unsuccessful.